Event description:
It was reported that detached/missing sensor wire occurred. The sensor was inserted into the abdomen. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. When the sensor was placed on the pediatric patient's abdomen, it would fail to warm up or completely abort warm up and display the ¿install new sensor¿ state without throwing an error. The first time it occurred, the patient's parent thought that maybe they had forgotten to initiate warm up. The parent kept trying and trying until they gave up and removed the sensor. When they removed it, they noticed that there was no wire. The parent assumed that the sensor was just defective and did not come with a wire. However, two days later, the parent felt something inside the patient and he was complaining that it felt like there was a bee stringing him in that spot. The parent called the endocrinologist they urged the parent to rush the patient to the emergency room (ER) for emergency surgery. Upon arrival, the patient had x-rays and an operating room was booked and the senor was removed surgically. At the time of the report, the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 nodule.

Event description:
Subsequent to the initial MDR, additional information is required.